Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, the power management tool confirmed power error 25 due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had power error detected. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. It was also stated that the notification light stopped flashing immediately. The device will be returned for analysis.